Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. When the initial drain amount (0ml) came up, the patient pressed stop on the homechoice then the patient care technician (pct) noticed that there was a long space of air in the line. There was nothing found during trouble shooting that could have caused or contributed to the reported event. The pct ended therapy and set the patient up with new supplies. The renal therapy service agent reviewed proper procedures with the pct. There was no patient injury or medical intervention associated with this event. No additional information is available.